Event description:
Per the clinic, the patient underwent two surgeries (dates not reported) to excise an overgrowth of skin tissue around the abutment. Additional information has been requested but has not been received as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the clinic, the patient underwent surgery on (B)(6) 2011 to excise an overgrowth of skin tissue around the abutment. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.